Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Clinical study patient (B)(6)). It was reported that on an unknown date, a portico ng valve was successfully implanted. On (B)(6) 2021, the patient developed first degree av block, a zio patch was placed to monitor the patient. The patient also had an episode of acute shortness of breath related to congestive heart failure. Diuretics were administered to resolve the issue. No additional information was provided.

Manufacturer narrative:
Additional information: g3, h2, h6, h10. An event of av block was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.